Event description:
The customer reported that their system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent shutdown and printed circuit boards were replaced. The system was then found to be operating as intended.